Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that half of the insulin pump's display was black. Caller reported that the display looked as though an ink cartridge had burst, and the screen was not fully legible. Blood glucose level was not provided. No further information was provided.